Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a 55x62 mm diameter abdominal aortic aneurysm approximately three weeks ago. The neck measured 3mm in length and it was 32mm proximally and 34mm in diameter distally. The iliac arteries were moderately tortuous. The left iliac artery was moderately calcified and the right iliac artery was severely calcified. It was reported that the patient was undergoing treatment for an abdominal aortic aneurysm using talent and endurant stent grafts. The physician placed a talent captivia thoracic cuff proximally and built the stent grafts down to create an aui. The angiogram showed a slight proximal type I endoleak. The physician elected to remodel the stent graft to resolve the type I endoleak; however, the cuff slipped proximally and the type I endoleak worsened. No further intervention was performed as there was not enough neck length and the patient was not a candidate for open surgical repair; therefore, the case was aborted. The patient will continue to be monitored by the physician. The physician suspects that the type I was due to the lack of adequate landing zone.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (short aortic neck). Failure to follow instructions (thoracic stent graft was used for treatment of an abdominal aortic aneurysm in a patient with a short aortic neck). Conclusion: device failure/lack of effectiveness related to patient condition (short aortic neck). User error contributed to event (thoracic stent graft was used for treatment of an abdominal aortic aneurysm in a patient with a short aortic neck).